Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 800 mg/dl. The infusion set was changed three days prior to the event. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.